Event description:
The patient had 'good' stimulation while in recovery following implantable neurostimulator and extension replacement. The patient experienced a loss of therapeutic effect and no stimulation sensation on the left side (corresponding to electrodes 0-3). Bipolar impedances were normal, between 500 and 1000 ohms. Therapy impedances were less than 250 ohms. Reprogramming produced a tugging sensation in the leg and therapy impedances of about 300 ohms. The patient status was reported as 'good.' Additional information has been requested. A follow-up report will be submitted if additional information becomes available.